Event description:
It was reported that during a procedure of the right common and external iliacs, the agiltrac balloon burst during inflation and broke into two pieces. At the time of balloon rupture, inflation pressure was between 10-12/13 atm. The vessel was not tortuous and the lesion was pre-dilated using a non abbott (guidant) balloon 10/40 mm. The agiltrac was used for post-dilatation after non-abbott (guidant) stent placement. An additional puncture was done on the left side for withdrawal of the broken balloon part, using a non-abbott (guidant) catheter, taking 20 minutes extra procedure time, with no negative effect on the patient. No additional information was available.

Manufacturer narrative:
During processing of this complaint, quality assurance attempted to obtain complete event information, including patient information and patient status from the hospital, field contact or distributor. Evaluation summary: quality assurance analysis revealed that the catheter was returned with blood visible on the side arm and balloon. The entire inner member was detached from the shaft. The fracture face of the separated end of the inner member was jagged. The inner member was stretched for 73.3 mm. The balloon appeared to have been inflated; was torn and separated into two pieces. One piece of the balloon was 15.0 mm in length and located on the distal end of the catheter shaft. The other piece of the balloon was 40.0 mm in length and located on the separated inner member. There were radial and longitudinal tears on both pieces of the separated balloon. The catheter was sent to scanning electron microscopy (sem) for further analysis. Quality engineering reviewed the incident information and analysis of the returned devices. The lab analysis of the device found the balloon torn in two separate pieces. The entire inner member was detached from the shaft. The balloon ruptured at 10-12/13 atms according to the incident report. The rated burst pressure (rbp) for this agiltrac part number is 8 atms. The user far exceeded the rbp. A balloon rupture would be expected at 10-13 atms. The re testing for this lot indicates that the two test samples burst at 12.3 atms and passed the minimum requirements of 8 atm. The sem report indicated that there was longitudinal and radial ruptures which may have been process or material related and that there was mechanical damage. Again, taking the sem analysis into account and since the rbp was far exceeded, the most probable root cause was user error. There is no specific indication that the device malfunctioned. The lot history record was reviewed and there were no non conformities associated with this product lot. Quality engineering concluded that there was no indication this complaint was the result of dilatation balloon catheter quality. The current quality plan contains several levels of control. All balloon catheters are visually inspected, leak tested and pressure tested to rbp prior to packaging. In addition, a sample from each manufacturing lot is tested to failure to verify rbp. This MDR is considered closed by the quality assurance department.